Event description:
After the doctor used laser to fragment stones, he tried 3 scopes and had visualization problems at beginning of retrieval. He decided to change to an open procedure to remove large fragments. At that time, he tried to remove the 27076a and felt resistance; a fluorscope confirmed that the jaws had become misaligned. He was instructed by our tech support on how to remove instrument safely, but since he was changing to an open procedure anyway, he decided he would wait to remove instrument then. Once in the open procedure, he again called us for assistance in aligning jaws and removing instrument; this was done successfully with no pt impact. Bladder stone fragments were retrieved and procedure completed. After procedure, dr noticed small holes in bladder; he did not know how they occurred; he closed them and ended procedure.